Event description:
I was a distributor for lerner medical devices and sold some levias to medical clinics abroad. Daavlin (daavlin.com) purchased lerner medical devices last year. I sent the levia device s/n (B)(4) to be repaired to daavlin this year (www.daavlin.com). They charged around (B)(6) dollars for the repair. The device came with no labels, neither repaired properly, no test of safety on the device was provided, no information on the work performed or maintenance or stating the product was ready and safe to be used again. After testing the product, the unit presents the same problems that we paid and sent the instrument to be repaired initially. I talked to the company and they want more money to fix the problem. I am reporting the safety issue and the lack of iso quality and safety regulations followed by daavlin (daavlin.com) demonstrated on the repair of this particular product called levia model lh-75 phototherapy system. This product is regulated by the FDA as a prescription device and it should be monitored as other clients are complaining about the same issue.